Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a pericardial effusion occurred. A pericardial window was then performed. The case was completed with cryo. The patient had an extended hospitalization, and remains in the hospital. No further patient complications have been reported as a result of this event. It was noted that the patient was feeling delightful the following day.